Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the attachment device had high temperature. Reliability engineering evaluated the device and observed that the driveshaft was damaged. It was determined that the cause attachment overheating was by operator error and by using an incorrect method of attachment insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device had a high temperature. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.